Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable investigation result of clip unable to deploy. Block h11: a resolution 360 clip was received for analysis. Visual inspection of the returned device revealed that the clip assembly without activations stuck into the bushing and with the clip assembly bottom part deformed. Dimensional test couldn't be performed because the clip assembly was stuck into the bushing. No other problems were noted. The reported complaint of clip failure to open was confirmed. Upon analysis, the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the sigmoid colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the physician had the tech attempt to open the clip, and she said she had a difficult time getting it to open. The handle did not seem to have issues, but any time she went to move the handle forward, the jaws of the clip did not open. The procedure was completed with a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the clip assembly without activations stuck into the bushing and with the clip assembly bottom part deformed. Please refer to block h11 for full investigation details.